Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 large capacity single-use biopsy forceps was used during a procedure performed on the same day. According to the complainant, during the procedure, upon introduction of the forcep into the scope, the physician encountered significant resistance. After passing the device through the scope, a small, sharp object was identified sticking out from the side of the clevis. The device was removed with resistance from the scope, which resulted in the scope being damaged. Additionally, it was further noted that the jaws would open and close appropriately and the site confirmed that it was not the needle sticking out the side of the clevis. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will filed.